Event description:
It was reported that on an unknown date, the instrument's black plastic fractured off. The plastic on the handle was torn/broken. The instrument fractured into two or more parts. There were no adverse patient consequences, no surgical delay reported. The issue was seen in cssd.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary customer is complaining the instrument as the instrument´s black plastic fractured off. Here the plastic on the handle was torn/broken. The instrument fractured into two or more parts. No adverse patient consequences, no surgical delay reported. Seen in cssd. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the pin of the rotating knob broken, leading to the knob unthreading from the shaft. The fragment was not returned for evaluation. Additionally, the adaptor was missing. The observed pin condition could be consistent with excessive force or torque applied on the rotating knob. This can get transmitted to the pin from the rotating knob, causing the pin to bend or break overtime. However, without concrete evidence or further information a definitive root cause cannot be established. The missing condition may occur during the cleaning/sterilization process, particularly when the components are assembled or disassembled. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence it is not possible to determine a root cause. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the angled acet insertr would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot1) quantity manufactured: (B)(4) 2) date of manufacture: 24th of october 2023 3) any anomalies or deviations identified in DHR: no deviations or anomalies found in the production work-order (B)(4) of top level assembly 6680.t5709. 4) expiry date: n/a 5) IFU reference: 84.65.e1090 IFU 78405807 rev.j, 84.65.e1202 IFU lcn-920010029-disa rev.b. Device history review manufacturing record evaluation was performed for the finished device [920010029 / mj7635842] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.